Event description:
It was reported that the customer was hospitalized with blood glucose of 713mg/dl. She reported vomiting and having an upset stomach when she arrived at the emergency room. She was admitted to the hospital after her initial treatment. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.